Event description:
The customer reported that the equipment does not work. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the failure in the camera j2 connector. The system was found to be operating as intended and released to the customer for use.